Event description:
During a coil embolization of the pcom artery, the orbit mini complex fill 2x1.5 coil ((B)(4)) failed to release although multiple attempts were made. Then, changed the trufill dcs syringe ii syringe, but still could not release the coil. After the coil did not detached at the initial zone, the alternative red zone was utilized to detach the coil, additionally this coil was the only coil attempted to be detached with the syringe. Finally, the device was withdrawn from the patient and changed to another one to complete the procedure with another syringe. Prior to connecting and during prep, the syringe nor coil delivery system was not damaged, and during prep the blue zone was not exceeded on either syringe. During prep, a dedicated saline source was utilized to fill and prep the syringes, and the syringes were connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. During the event, the connectors were checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Other than the reported event, no other damages were noted on the syringes or coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). There was no patient injury reported with the event, and the product was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15193813 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of the pcom artery, the orbit mini complex fill 2x1.5 coil (637mf0201/15193813) failed to release although multiple attempts were made. The trufill dcs syringe ii was then changed the, but still could not release the coil. After the coil did not detach at the initial zone, the alternative red zone was utilized to detach the coil, additionally this coil was the only coil attempted to be detached with the syringe. Finally, the device was withdrawn from the patient and changed to another one to complete the procedure with another syringe. Prior to connecting and during prep, the syringe nor coil delivery system was not damaged, and during prep the blue zone was not exceeded on either syringe. During prep, a dedicated saline source was utilized to fill and prep the syringes, and the syringes were connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. During the event, the connectors were checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Other than the reported event, no other damages were noted on the syringes or coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). There was no patient injury reported with the event, and the product was discarded. Based on the reported information and without the return of the device for evaluation no conclusion can be made regarding the inability to detach the orbit coil. A review of the manufacturing documentation associated with lot 15193813 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.